Manufacturer narrative:
A4 patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power event was recorded on 09jan2025 at 21:43:19 while connected to the mobile power unit (mpu). This was likely caused by power to the mpu briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event when using the mobile power unit (serial unknown) was confirmed via submitted log files. Submitted log files revealed the following. While connected to mobile power unit (mpu), on (B)(6)2025 at 21:43:19, a power cable disconnect and low voltage alarm activate due to a drop in both bus and relative state of charge (rsoc) voltages. The voltages continue to drop consistent with an interruption to external power. The alarms clear by 21:43:23 when external power is restored to the system. During this time the backup battery functioned as intended and supported the pump without interruption. Product was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (serial number of the mpu, if the mpu had a v-lock connector, if the ac power cord came loose at the wall outlet, if the ac power cord came loose from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu exchanged/removed from service, and if any products would be returned); however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. Serial number was not provided, therefore a DHR review was not performed. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.